Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. No packaging or introducer was returned. The balloon was found to be ruptured at the central area of the balloon latex. The ruptured edges of latex appeared to be different shapes and did not match up. The balloon failed to inflate due to leakage from the ruptured area. All through lumens were patent without any leakage or occlusion. No visible damage to the returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the balloon did not inflate before use. There were no patient complications reported.